Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified transpac it monitoring kit 84" safeset reservoir, 2 needleless valves, 3ml flush device, macrodrip and it was reported that arterial line setup malfunctioned, blood found backed up to in-line waste syringe and dripping from bottom of tubing at the swivel stopcock located at end of waste syringe (patient side of "syringe"). Nurse in room preparing oral meds when this occurred and was able to quickly clamp arterial line closer to patient. Arterial line was properly working prior to this. Arterial line setup changed. There was patient involvement, and no patient harm.